Manufacturer narrative:
The investigation into the reported pump stop has been completed. The medical center returned the impella products for benchtop analysis. The root cause of the pump stop was due to a build up of biomaterial in the purge gap. The failure modes will be monitored and trended. Instructions for use for the related event: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was an alarm stating motor current high followed by pump stop. Failure of device occurred within four hours of implant. The team later discovered a left ventricle thrombus that likely was ingested and caused the pump failure. The device emergently explanted and the patient was converted to intra-aortic balloon pump.